Event description:
Doctor performed a total knee replacement on pt using the navigation system. After the case, the hosp thought the pt had an infection. As a result of the infection, the pt's right leg was amputated. After the leg was amputated it was discovered that the pt leg was not infected, but instead the doctor had severed the artery located in the pt's leg with a navigation pin. Doctor reported to the sales rep that he did not believe that the system contribute to the event. According to the or director, it is not believed that the navigation pin malfunctioned.